Manufacturer narrative:
Clamp was not returned for evaluation. Pictures were received showing the extreme wear on the clamp and the plating. The clamp was over 9 years old and had many signs of wear.the clamp instruction manual states " warnings: the clamp must never be used if component parts are damaged, missing, clearly worn or te assembled device does not perform as described." Clamp is over 9 years old. Clamp was not returned for evaluation. Clamps should be inspected for wear before each use.

Event description:
It was reported that during a circumcision procedure a metal flake fell off the clamp and stuck into the patients skin. It was removed with hemostates. The infant tolerated it well. The procedure was completed as planned and the instrument was removed from service.